Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose level. The customer's blood glucose level was 44 mg/dl at the time of the incident. Emergency medical services were called and the customer was admitted in the hospital on (B)(6). At first, the customer was alleging that the insulin pump was over delivering; however, as the care link report showed that the customer manually entered bolus and carbohydrates, he was no longer alleging the insulin pump for over delivery. He was assisted in troubleshooting for low blood glucose. The customer's other blood glucose values were 156 mg/dl, 57 mg/dl, 98 mg/dl. The customer was treated with glucose tablets. The insulin pump will not be returned for analysis.